Manufacturer narrative:
(B)(4). Nineteen days after being admitted, the patient was discharged from the hospital. On an unreported date the patient recovered.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Five days prior to experiencing these events, the patient was administered physioneal 2.27%, 2 liters (l) , four exchanges daily and extraneal, 2l, one exchange daily intraperitoneally (ip) for peritoneal dialysis (pd). Three days later, the patient felt a strange feeling in his abdomen. The next day, the patient experienced a fever with a body temperature of 37.7 degrees celsius, abdominal pain and cloudy effluent. One day later, the patient was admitted to the hospital for abdominal pain and fever, and the patient was diagnosed with peritonitis. On an unreported date, the patient failed to use aseptic technique while performing pd therapy (details not provided). On the same date as hospitalization, the patient was treated for the events with ip, cephazolin, 1g four exchanges daily and, ip, gentamicin, 80 mg one exchange daily. On an unreported date, the patient received treatment with cephazolin, 250 mg daily and gentamicin, 40 mg once in the evening (routes not reported). On an unreported date, the dialysate was clean and the abdominal pain resolved. On an unreported date, the patient experienced diarrhea. On an unreported date, the patient experienced a pd catheter exit site inflammation. Due to the exit site inflammation, ip cephazolin treatment was changed to 250 mg four times daily with capd (continuous ambulatory pd) therapy and ip ceftazidime 250 mg x 4 with capd therapy (dates not reported). It was not reported if aseptic technique retraining was performed. It was reported the diarrhea was due to antibiotics therapy and the pd catheter exit site inflammation was caused by pseudomonas. On an unreported date, the peritonitis was resolved. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.